Event description:
Customer reported erroneous high accutni (troponin I) test results were obtained for 50 patient samples tested on a unicel dxi 800 access immunoassay system. The customer stated there were multiple patient test results above normal range of 0.04 ng/ml and below the ami (acute myocardial infarction) cutoff of 0.5 ng/ml, i.e. 0.05-0.49 ng/ml. When the samples were repeated on the other unicel dxi 800 access immunoassay system, results were in the normal range (<0.04 ng/ml). The erroneous test results were reported out of the laboratory. The test results were questioned. Samples were retested and corrected reports were issued. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 45 of 50 for the 50 patient samples involved.

Manufacturer narrative:
Samples were collected in plastic lithium heparin plasma tubes with a gel separator. Samples were centrifuged samples for three minutes in a statspin centrifuge; exact speed was not provided. Accutni quality control (qc) was within the customer's established ranges prior to the event approximately 01:00 on (B)(6) 2010. The customer reran accutni qc after the event at approximately 20:00 and it failed. Specific qc data was not provided. The customer attempted to recalibrate the accutni assay and the calibration failed as well. Calibration data was not provided. The customer performed a routine system check on (B)(6) 2010 which failed with a high substrate mean and wash %cv (coefficient of variation). On (B)(4) 2010, the field service engineer determined that the instrument was generating elevated substrate rlu (relative light units) at 9500 (instrument specification is <9000). Performed a substrate decontamination procedure and verified the results; substrate rlus were then within instrument specifications. Replaced the peri-pump and lubricated all rails. Performed a routine system check which passed within instrument specifications. Recalibrated all assays and performed qc; no issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events. On (B)(4) 2010, a beckman coulter, inc. Employee spoke to the customer regarding the investigation and event. The customer notes that they are running all troponins in duplicate and also running them on another instrument. The assay is still not performing well. The bci employee reiterated to customer that the assay should not be run on the unicel dxi 800 access immunoassay system per (B)(4). The customer understood and will continue to monitor the assay. No additional assistance was requested at this time.